Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the dilator hub or handle broke off from the sheath as the md tried to remove dilator after the sheath insertion. The md had to remove the dilator with surgical forceps. Additional information was received on january 24, 2018. It was a peripheral angioplasty procedure. There was no blood loss or negative outcome of the procedure itself. No pieces or fragments were left behind, the physician was able to grasp the broken piece of dilator with some forceps and he pulled out the complete dilator. It seemed like the hub assembly from the dilator just snapped off at the base. The sheath performed as intended after the dilator was removed, and there were no issues or leaks, just the initial failure when it snapped off upon entry into the common femoral artery as the physician was removing the wire and dilator after getting access. There were other catheters and equipment used after the sheath was inserted. The patient was reported to be stable and the procedure outcome was positive. The scrub tech disposed the dilator and the broken off hub assembly into a bio hazard bag.